Event description:
It was reported that balloon rupture occurred. The 100% stenosed shunt was located in the mildly tortuous and moderately calcified vessel. A 7.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 22 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.